Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe, constant pelvic pain. She underwent a laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy, approximately 8 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain / pain / pelvic pain (infrequent mild") and endometrial ablation ("ablation") in a 29-year-old female patient who had essure (batch no. 834603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I, parity 1 (date of births: 02-oct-2013), vaginal discharge, hypertension, bacterial vaginosis, sciatica, tobacco abuse, anemia, uterine bleeding, endometrial biopsy, menorrhagia, loop electrosurgical excision procedure and tobacco abuse. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, allergic reaction to analgesics and tobacco user. Family history included allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram, clonazepam from (B)(6). 2014 and ibuprofen from 7-jan-2014 to 8-sep-2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6).2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia/dyspareunia (painful sexual intercourse) "), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the second episode of female sexual dysfunction ("apareunia"). On (B)(6).2014, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6).2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6).2014, the patient experienced fungal infection ("infection (bladder/urinary tract /vaginal) type- yeast infection"). In 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"). On (B)(6).2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickle allergy"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back that radiates down both legs (constant, mild)"), hypersensitivity ("allergic reaction"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"), pain in extremity ("back that radiates down both legs (constant, mild)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy on (B)(6).-2014/ hysterectomy) and surgery. Essure was removed on (B)(6).2014. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, allergy to metals, dyspareunia, migraine, back pain, hypersensitivity, hormone level abnormal, urinary tract infection fungal, vulvovaginal mycotic infection, pain in extremity, headache and fungal infection outcome was unknown and the abdominal pain, fatigue, alopecia and the last episode of female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fungal infection, headache, hormone level abnormal, hypersensitivity, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection fungal, vulvovaginal mycotic infection, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6).2013: ultrasound scan: impression: 1. Normal complete transvaginal pelvic ultrasound. 2. Dominant right ovarian follicular cyst. 23-dec-2013: surgical pathology report: appearance: white-tan entirely submitted in one cassette(s) for microscopic examination. B. Aggregate: in formalin reddish mucoid clot size: 2.6 x 1.5 x 0.3 cm entirely submitted in one cassette(s) for microscopic examination. Specimen a. Endocervical curettings b. Endometrial biopsy pertinent history ecc, emb (B)(6).2014:surgical ultrasound impression: 1. Normal complete transvaginal pelvic ultrasound. 2 dominant right ovarian follicular cyst. (B)(6).2014: pathology report: gross description: the specimen is received in formalin in a container identified with the name of the patient and labeled as uterus, cervix, right and left fallopian tubes. Size: 8 x 5.5 x 4.5 cm. Weight: 100 grams serosa: smooth cervix: attached: yes size: 3 cm in diameter os size: 0.6 cm. Lesions: no endocervical canal: narrowed endometrium: color: pink-tan thickness: 0.2 cm. Lesions: no gross comment: the uterine cavity is narrowed andfocally disrupted myometrium: thickness: 2 cm. Lesions: not identified adnexa: attached: yes, bilateral fallopian tubes oriented: yes right (or first) adnexa: fallopian tube: size: 5 cm in length by 0.5 cm in diameter fimbria: yes lesions: no left (or second) adnexa: fallopian tube: size: 7 cm in length by 0.4 cm in diameter fimbria: yes lesions: no evidence of prior procedure: no ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain , pelvic pain, endometrial ablation. Most recent follow-up information incorporated above includes: on (B)(6).2018: plaintiff fact shet received. Reporter information, patient¿s demographic information updated. Events: bladder disorder, urinary tract infection, fungal infection were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain / pain / pelvic pain (infrequent,") and endometrial ablation ("ablation") in a (B)(6) year-old female patient who had essure (batch no. 834603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (date of births: (B)(6) 2013), vaginal discharge, hypertension, bacterial vaginosis, sciatica, tobacco abuse, anemia, uterine bleeding, endometrial biopsy, menorrhagia, loop electrosurgical excision procedure and tobacco abuse. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, allergic reaction to analgesics and tobacco user. Family history included allergy to metals. Concomitant products included citalopram, ibuprofen (ibuprofen l) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickle allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back that radiates down both legs (constant, mild) "), hypersensitivity ("allergic reaction"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection") and pain in extremity ("back that radiates down both legs (constant, mild)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy on (B)(6) 2014/ hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, allergy to metals, dyspareunia, migraine, back pain, hypersensitivity, hormone level abnormal, urinary tract infection fungal, vulvovaginal mycotic infection, pain in extremity and headache outcome was unknown and the abdominal pain, female sexual dysfunction, fatigue and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, pain in extremity, pelvic pain, urinary tract infection fungal and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2013: ultrasound scan: impression: normal complete transvaginal pelvic ultrasound. Dominant right ovarian follicular cyst. (B)(6) 2013: surgical pathology report: appearance: white-tan entirely submitted in one cassette(s) for microscopic examination. Aggregate: in formalin reddish mucoid clot size: 2.6 x 1.5 x 0.3 cm entirely submitted in one cassette(s) for microscopic examination. Specimen . Endocervical curettings . Endometrial biopsy pertinent history ecc, emb (B)(6) 2014:surgical ultrasound impression: normal complete transvaginal pelvic ultrasound. Dominant right ovarian follicular cyst. (B)(6) 2014: pathology report: gross description: the specimen is received in formalin in a container identified with the name of the patient and labeled as uterus, cervix, right and left fallopian tubes. Size: 8 x 5.5 x 4.5 cm. Weight: 100 grams serosa: smooth cervix: attached: yes size: 3 cm in diameter os size: 0.6 cm. Lesions: no endocervical canal: narrowed endometrium: color: pink-tan thickness: 0.2 cm. Lesions: no gross comment: the uterine cavity is narrowed andfocally disrupted myometrium: thickness: 2 cm. Lesions: not identified adnexa: attached: yes, bilateral fallopian tubes oriented: yes right (or first) adnexa: fallopian tube: size: 5 cm in length by 0.5 cm in diameter fimbria: yes lesions: no left (or second) adnexa: fallopian tube: size: 7 cm in length by 0.4 cm in diameter fimbria: yes lesions: no evidence of prior procedure: no . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain , pelvic pain, endometrial ablation. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical record received. Events abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhea, endometrial ablation, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, , migraine, pain in extremity, urinary tract infection vaginal infection are added. Lab data updated. Lot number received. Concomitant condition and drug are added. Historical condition and drug are added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain / pain / pelvic pain (infrequent mild") and endometrial ablation ("ablation") in a (B)(6) year-old female patient who had essure (batch no. 834603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I, parity 1 (date of births: (B)(6) 2013), vaginal discharge, hypertension, bacterial vaginosis, sciatica, tobacco abuse, anemia, uterine bleeding, endometrial biopsy, menorrhagia, loop electrosurgical excision procedure and tobacco abuse. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, allergic reaction to analgesics and tobacco user. Family history included allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram, clonazepam from (B)(6) 2014 to (B)(6) 2014 and ibuprofen from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia/dyspareunia (painful sexual intercourse) "), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the second episode of female sexual dysfunction ("apareunia"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). In 2014, the patient experienced migraine ("migraines"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection") and headache ("headaches"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickle allergy"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back that radiates down both legs (constant, mild)"), hypersensitivity ("allergic reaction"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"), pain in extremity ("back that radiates down both legs (constant, mild)") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy on (B)(6) 2014/ hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, allergy to metals, dyspareunia, migraine, back pain, hypersensitivity, hormone level abnormal, urinary tract infection fungal, vulvovaginal mycotic infection, pain in extremity and headache outcome was unknown and the abdominal pain, fatigue, alopecia and the last episode of female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, hormone level abnormal, hypersensitivity, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract infection fungal, vulvovaginal mycotic infection, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2013: ultrasound scan: impression: normal complete transvaginal pelvic ultrasound. Dominant right ovarian follicular cyst. (B)(6) 2013: surgical pathology report: appearance: white-tan entirely submitted in one cassette(s) for microscopic examination. Aggregate: in formalin reddish mucoid clot. Size: 2.6 x 1.5 x 0.3 cm. Entirely submitted in one cassette(s) for microscopic examination. Specimen. Endocervical curettings . Endometrial biopsy. Pertinent history. Ecc, emb. (B)(6) 2014:surgical ultrasound impression: normal complete transvaginal pelvic ultrasound. Dominant right ovarian follicular cyst. (B)(6) 2014: pathology report: gross description: the specimen is received in formalin in a container identified with the name of the patient and labeled as uterus, cervix, right and left fallopian tubes. Size: 8 x 5.5 x 4.5 cm. Weight: 100 grams serosa: smooth cervix: attached: yes size: 3 cm in diameter os size: 0.6 cm. Lesions: no endocervical canal: narrowed endometrium: color: pink-tan thickness: 0.2 cm. Lesions: no gross comment: the uterine cavity is narrowed andfocally disrupted myometrium: thickness: 2 cm. Lesions: not identified adnexa: attached: yes, bilateral fallopian tubes oriented: yes right (or first) adnexa: fallopian tube: size: 5 cm in length by 0.5 cm in diameter fimbria: yes lesions: no left (or second) adnexa: fallopian tube: size: 7 cm in length by 0.4 cm in diameter fimbria: yes lesions: no evidence of prior procedure: no . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain , pelvic pain, endometrial ablation. Most recent follow-up information incorporated above includes: on 7-feb-2018: plaintiff fact sheet was received- reporters added, concomitant medication and events "psychological or psychiatric problems", "she did not undergo an essure confirmation test" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain / pain / pelvic pain (infrequent mild") and endometrial ablation ("ablation") in a 29-year-old female patient who had essure (batch no. 834603- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I, parity 1 (date of births: (B)(6) 2013), vaginal discharge, hypertension, bacterial vaginosis, sciatica, tobacco abuse, anemia, uterine bleeding, endometrial biopsy, menorrhagia, loop electrosurgical excision procedure and tobacco abuse. Previously administered products included for an unreported indication: motrin. Concurrent conditions included overweight, allergic reaction to analgesics and tobacco user. Family history included allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram, clonazepam from (B)(6) 2014 to (B)(6) 2014 and ibuprofen from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia/dyspareunia (painful sexual intercourse)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and the second episode of female sexual dysfunction ("apareunia"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/urinary tract /vaginal) type- yeast infection"). In 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickle allergy"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back that radiates down both legs (constant, mild)"), hypersensitivity ("allergic reaction"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal) type: vaginal urinary tract infection"), pain in extremity ("back that radiates down both legs (constant, mild)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy on (B)(6) 2014/ hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, allergy to metals, dyspareunia, migraine, back pain, hypersensitivity, hormone level abnormal, urinary tract infection fungal, vulvovaginal mycotic infection, pain in extremity, headache, mental disorder, bladder disorder, urinary tract disorder and fungal infection outcome was unknown and the abdominal pain, fatigue, alopecia and the last episode of female sexual dysfunction had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fungal infection, headache, hormone level abnormal, hypersensitivity, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection fungal, vulvovaginal mycotic infection, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2013: ultrasound scan: impression: 1. Normal complete transvaginal pelvic ultrasound. 2. Dominant right ovarian follicular cyst. (B)(6) 2013: surgical pathology report: appearance: white-tan entirely submitted in one cassette(s) for microscopic examination. B. Aggregate: in formalin reddish mucoid clot size: 2.6 x 1.5 x 0.3 cm. Entirely submitted in one cassette(s) for microscopic examination. Specimen. A. Endocervical curettings. B. Endometrial biopsy. Pertinent history. Ecc, emb. (B)(6) 2014:surgical ultrasound impression: 1. Normal complete transvaginal pelvic ultrasound. 2 dominant right ovarian follicular cyst. (B)(6) 2014: pathology report: gross description: the specimen is received in formalin in a container identified with the name of the patient and labeled as uterus, cervix, right and left. Fallopian tubes. Size: 8 x 5.5 x 4.5 cm. Weight: 100 grams. Serosa: smooth. Cervix: attached: yes. Size: 3 cm in diameter. Os size: 0.6 cm. Lesions: no. Endocervical canal: narrowed. Endometrium: color: pink-tan. Thickness: 0.2 cm. Lesions: no. Gross comment: the uterine cavity is narrowed andfocally disrupted. Myometrium: thickness: 2 cm. Lesions: not identified. Adnexa: attached: yes, bilateral fallopian tubes. Oriented: yes. Right (or first) adnexa: fallopian tube: size: 5 cm in length by 0.5 cm in diameter. Fimbria: yes. Lesions: no. Left (or second) adnexa: fallopian tube: size: 7 cm in length by 0.4 cm in diameter. Fimbria: yes. Lesions: no. Evidence of prior procedure: no . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain , pelvic pain, endometrial ablation. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), hypersensitivity ("allergic reaction") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, hypersensitivity and dyspareunia outcome was unknown. The reporter considered pelvic pain, hypersensitivity and dyspareunia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe, constant pelvic pain. She underwent a laparoscopic-assisted vaginal hysterectomy with a complete salpingectomy, approximately 8 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.